Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the were visited to emergency services and hospitalized due to hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event on unknown date. Another blood glucose value was 396 mg/dl. No treatment related information was provided. Troubleshooting was not performed since customer declined. It was also found that the auto mode feature was not active at the time of the event. It was unknown whether the customer used the pump for the last 48 hours from the time of the event. No further patient complications were reported. It was unknown that the customer will continue the use of the insulin pump. The device will not be returned for analysis.